Event description:
The customer reported that the exhalation differential pressure transducers cannot be calibrated and is out of range. Transducer fault. No pt involvement.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the main pcba installed in known good unit powered in service mode and exported event error log. There were no transducer fault codes recorded in event log but there were several user svt calibration failures along with turbine out of control events. Perform transducer calibration per service manual and failed at turbine diff pt800 at 60cmh2o calibration a/d 0cmh2o. Findings: reported problem was duplicated transducer fault failed to calibrate pt800. This issue is being addressed in an internal correction.

Manufacturer narrative:
(B)(4). The carefusion failure analysis tech will evaluate the alleged failed part, if it is returned to the manufacturer.